Event description:
Reference number (B)(4). Event occurred in brazil. It was reported on 31-oct-2024 that the patient observed insulin leakage from the needle of infusion set. This event occurred on (B)(6). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city- (B)(6).